Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the jaw broke during surgery.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. We made a visual inspection of the jaw. Except the blood soiling we found a part of the insulation of the upper jaw chipped off. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the case description, the surgeon noticed, that he had damaged the insulation by the collision with a trocar. No CAPA is necessary.